Event description:
It was reported to philips that the device freezes during operational checks. There was no patient involvement. A customer requested assistance from bench service technician. Per the customer, the unit was experiencing issue with the opcheck freezing at the time of completion. Due to the noted issue, the device was tested and the issue could not be replicated. The device is returned to working condition. Based on the conclusion, the bench technician cannot rule out that a malfunction did not occur. As the issue could not be replicated during the evaluation, a definitive cause for the alleged failure could not be determined. The device was returned to the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device freezes during operational checks. There was no patient involvement. A customer requested assistance from bench service technician. Per the customer, the unit was experiencing issue with the opcheck freezing at the time of completion. Due to the noted issue, the device was tested and the issue could not be replicated. The device is returned to working condition. Based on the conclusion, the bench technician cannot rule out that a malfunction did not occur. As the issue could not be replicated during the evaluation, a definitive cause for the alleged failure could not be determined. The device was returned to the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.